Event description:
Report received that the pump does nothing when it is turned to the run position. The pump did not infuse and there were no alarms received. There was no adverse event with a pt associated with this pump. There was no further info available.